Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto-mode switch (ams) events due to noise on the ra lead were observed via remote transmission. Bringing the patient into clinic for isometric testing and chest x-ray was discussed.